Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00626. It was reported air was in the access system. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system (wds) was prepped with a 60 ml syringe of heparinized saline 4 times and the length of the watchman access system (was) was examined to ensure no air was trapped in the system. When the wds was advanced through the was, they noticed on the fluoroscopy monitor that there was air in the was. The physician immediately stopped and aspirated the air back out of the sheath. It was unclear if any air escaped into the patient or not. After the air had been cleared from the system, the procedure continued and was completed successfully. The patient had no signs of any adverse effects the day of the procedure or the following day. The patient was doing well.